Event description:
Healthcare professional (hcp) reports one incident of blocked fibers with the psn 210 dialyzer. Hcp reports that tmp alarms sounded throughout treatment and were overridden. Treatment was continued and at the end of treatment, it appeared that approx half of the hollow fibers did not fill with blood. Customer reports that the pt was 1 kg short of the treatment goal. Pt rec'd a heparin bolus (amount unreported) pre-treatment and rec'd 1000 unit/hr heparin maintenance during treatment. No pt injury or medical intervention was reported per hcp.